Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: the device was sent in without any customer statement. Now it was reported that the device gets hot and sticks. The reported event was not confirmed. The service evaluation revealed the device has no function due to a short circuit in the motor and damages at the cable. Furthermore, the suction valve and an o-ring is missing and corrosion was found at the soak cap but there was no overheating of the device observed.

Event description:
The device was sent in without any customer statement. Now it was reported that the device gets hot and sticks.